Event description:
It was reported that the patient underwent an explant procedure for unknown reason. The patient is doing well postoperatively. The explanted device will not be returned as per hospital policy. Additional information was received that the reason for the explant was that the patient was not getting adequate pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Batch: 35056980. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Investigation results: the ipg and leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. The patient is doing well postoperatively. The explanted device will not be return as per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6) batch: 5001923 UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 batch: 35056980 UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: (B)(6) batch: 5001945 UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. The patient is doing well postoperatively. The explanted device will not be return as per hospital policy.